Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not be unlocked despite multiple attempts, and the user noted a scratch over the swipe-to-unlock area; the user downloaded a software update through the app but could not confirm the update on the ilet due to inability to interact with the on-device notification. Symptoms included no reported adverse clinical effects and blood glucose was 125 mg/dl. Outcomes included no alarms and no impact to glycemic control. Investigation included review of the complaint details and logistical processing for device replacement. Investigation of this device revealed a suspected touchscreen or display input malfunction consistent with screen damage that impeded swipe and on-device confirmation functions.